Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2016, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 26 mg/ml bupivacaine at "5.6 mg" and 50 mcg/ml fentanyl at "10.9 mcg" via an implantable pump for non-malignant pain and chronic low back pain. It was reported that they were doing a pump replacement procedure due to eri on (B)(6) 2016 and a slight tear in the catheter near the pump connector was found. It was decided that the entire catheter would be replaced. The cause of the tear was unknown. No symptoms were reported. The programming was also changed from flex to simple continuous. Fentanyl went from a flex dose of 10.9 mcg to 0.3 mcg and bupivacaine went from a flex dose of 5.6 mg to 1.5 mg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.